Event description:
It is reported that the device was implanted in 2008, and revised two months prior, due to the pt falling and experiencing pain. X-rays suggested that the femoral component and tibial baseplate were loose.

Manufacturer narrative:
Evaluation summary: the pt had a total knee arthroplasty in 2008. Approx. 10 months post-op, the pt fell and the knee became painful. X-rays suggest that the femur and tibia became loose. Pre-op x-rays shows compression of proximal medial tibia and the tibia in varus orientation. Some possible causes for the tibia plate loosening could include, but not limited to: the pt fell causing the plate to loosen, insufficient cement, cement not applied to keel or underside of tibia plate. However, based on the info. Provided, a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.